Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the patient received insulin flow blocked alarm which was resolved. No further information available.